Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a month after the implantable cardioverter defibrillator (ICD) system was explanted implanted the sys tem was explanted due to an active systemic infection. No further patient complications have been reported as a result of this event.